Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer also reported the usb cable was broken and no longer charged pump battery. Cable was replaced to resolve the issue. Customer's blood glucose was 90 mg/dl.